Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power-intermittent (moisture ingress-battery compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/20/2015 with the following findings: there were pump reboot events in the black box to support a power loss. The battery cap tightened securely onto the pump and was able to maintain an electrical connection. There was a crack along the battery compartment threads "andk" along the case seal. Moisture was observed in the battery compartment. A leak test failed due to the battery compartment damage. There was no further evidence of moisture. The alleged power loss could not be duplicated. The pump completed a 24 hour duration test without any alarms or errors.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.